Event description:
Customer reported issues with new mobi cartridges, specifically mentioning poor performance of the new plungers and significant cartridge failures. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the problem, the customer reverted to using an older plunger, which resolved the issue. Cts followed up with the customer and decided to send replacement cartridges, with the customer agreeing to try them and contact if further issues occurred.